Event description:
A report was received that the patient will undergo an explant procedure due to pain at the pocket site. No malfunction was suspected.

Event description:
A report was received that the patient will undergo an explant procedure due to pain at the pocket site. No malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient had ipg migration which was confirmed through x-ray and was causing pain at the pocket site. Explant procedure was done. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.